Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced elevated blood glucose level after the infusion set was accidentally removed when it became caught on clothing on (B)(6) 2025. The blood glucose levels were 522 mg/dl. The patient also experienced symptoms of polydipsia and confusion, disorientation during the hyperglycemic episode. The patient used a new infusion set and insulin delivery was successfully resumed. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.